Manufacturer narrative:
Continuation of d10: product ID: 9735670, (serial: (B)(6)); product type: implant date n/a; explant date n/a: section d references the main component of the system. Other medical products in use during the event include: product ID: 9735991, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that was unable to upload a CT to the navigation system via cd. The site tried using an external dvd drive, which also did not work. There was no patient involvement.